Manufacturer narrative:
H3 analysis of the implantable neurostimulator (ins) revealed the ins passed functional testing. Continuation of d10: product ID 978b128, lot# va2urvk, implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead. H3 analysis of the retuned lead revealed the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Nformation was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implant ed with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the lead migrated and they also experienced loss of stimulation, pain and a return of their baseline symptoms which was urinary frequency and urgency. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2urvk implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.